Manufacturer narrative:
This product malfunction was originally reported under an alternative summary report. Upon further review the date received by the manufacturer was found to have been reported incorrectly as 19-dec-2018 which prompts the need for the correct date 20-dec-2019 to be updated. As the alternative summary report has been revoked, the updated corrected information is being sent via this 3500a report. Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during an intraocular lens (iol) implant procedure, after implantation the nucleus of the lens was observed to be damaged/failure. The lens was replaced with no harm to the patient and the procedure was completed. Additional information has been requested.